Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Pt status post matrix mandible recon plate implantation on (B)(6) 2010 for resection of left jaw on (B)(6) 2010. Surgeon at that time used three screws on proximal part, and 4 screws on the distal part of the plate. Surgeon did not use bone graft. A year and a half passed, on (B)(6) 2012, and the plate was broken close to the 4th screw hole. The alignment of the jaw was lost and pt returned to hospital. Hardware was removed on an unk date and it is not known what the pt was revised to.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.